Event description:
It was reported that a patient presented with hardware reset noted on the patient's implantable cardioverter defibrillator. No back-up defibrillation was available during the episodes. No information regarding intervention or adverse consequences were reported.

Event description:
It was reported that a patient presented with hardware reset noted on the patient's implantable cardioverter defibrillator. No back-up defibrillation was available during the episodes. The device was explanted and replaced on (B)(6) 2025. No information regarding adverse consequences were reported. New information received notes that high capture thresholds and under-sensing were also noted on the device. Corrective programming changes were made prior to explant.

Manufacturer narrative:
Correction: b5: initial event description should reflect additional surgery. Correction: h1: field should reflect serious injury. Correction: b1: fields should reflect adverse event. Correction: b2: fields should reflect required intervention.

Event description:
New information received notes that no adverse patient consequences were noted.

Manufacturer narrative:
The reported event of hardware reset, inadequate capture, and sensing issues was not confirmed. The device was received in normal operating mode, with normal output and normal telemetry communication. Analysis of the device image indicates the product code was reloaded in the field. Visual inspection of the physical device did not reveal any anomaly that could contribute to the reported event. Electrical and mechanical tests performed including leads impedance, sensing, pacing, and high voltage (hv) output did not identify any functional issues. The reported hardware reset could not be verified or reproduced. The device was implanted for 9.15 years which exceeds its projected longevity and is consistent with normal battery depletion.